Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No data was provided for evaluation. Confirmation of the reported inaccuracy could not be determined. A probable cause could not be determined. Labeling indicates: to make a treatment decision, make sure all the information is on your g6. Anytime you don¿t have a number and arrow on your home screen, use your meter to get a value to make treatment decisions. If your home screen shows signal loss or low or high instead of a g6 reading, use your meter. You may have a number but not an arrow or vice versa. If that happens, use your meter. No additional event or patient information is available.